Event description:
Customer called in stating that her meter reported a result of 292 mg/dl compared to the doctor's result of 91 mg/dl. Customer went to the hosp, they gave her insulin and then finding that her blood sugar went too low gave her some juice and a muffin. An evaluation of the system was conducted over the phone which determined that the meter was reporting results out of range. Customer was asked to return meter for further evaluation and a replacement was provided.